Manufacturer narrative:
Added serial number and expiration date, which were previously unknown.

Event description:
Additional information received from an hcp reported that after the patient came in on (B)(6) 2015, and the hcp made all the changes they needed (as previously reported), that the patient was fine and the programming was corrected. The serial number for the physician programmer was also provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2013, product type: pump. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving hydromorphone (20 mg/ml at 3.624 mg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported there was a bridge bolus programming error. At 11:48 a.m. On the date of this report the hcp refilled the patient's pump with a higher drug concentration (20 mg/ml) and forgot to change the concentration. The pump was currently programmed to 15 mg/ml. The patient was coming back on (B)(6) 2015 to bridge the remaining amount. No symptoms were reported. It was further reported the hcp was able to successfully program a modified bridge bolus in the prime bolus mode when the patient came in to the clinic on (B)(6) 2015. If additional information is received, a follow-up report will be sent.